Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device it was reported via the implant patient registry that a valve model 3300tfx21mm implanted in aortic position was explanted from a 70 year old patient after an implant duration of eleven (11) years and six (6) months due to structural valve deterioration leading to mixed stenosis and insuffciency. As reported, patient presented with congestive heart failure and shortness of breath. A 21mm aortic valved conduit was successfully implanted in replacement. Concomitant coronary artery bypass was performed. As per the implant dara card received, it was learned that the patient passed away for unknown reason after the implantation of the replacement device. Exact date of death was not provided. As reported by the surgeon, the death was not related to the device, it was a post pump failure.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. Svd after an implant duration of 10 years or more is foreseeable and well recognized in literature. In this case the patient had also other concomitant surgery, aortic conduit and coronary bypass, that may contribute to the patient did not tolerate the surgery and passed away due to a post pump failure. Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.